Event description:
It was reported that approximately eleven days post an initial left total knee arthroplasty, the patient reports experiencing severe pain to the point of being brought to tears. The patient was prescribed medrol dosepak and celebrex to be started after medrol dosepak for continued management of pain and inflammation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: psn fem cr cmt ccr nrw sz 7 l; item# 42502006201; lot# 67592853. Psn tib np stm 5 deg sz d l; item# 42532006701; lot# 67480663. Psn mc ve asf l 11mm 6-7/cd; item# 42512100411; lot# 67561382. Psn all poly pat ply 29mm; item# 42540000029; lot# 67616353. Canary tibial ext 14x30mm; item# 43557003014; lot# 035134. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.